Manufacturer narrative:
Result - a sample was not received for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5026454. The reported defect was not affected by pm, calibration, or equipment. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. As not sample was returned for evaluation, an absolute root cause cannot determined. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that a (B)(6) was receiving an injection with the suspect device. When the user went to engage the safety shield it fell from the syringe, resulting in a needle stick injury to his/her finger. The user had a medical assessment but no labs or medications were given.